Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lock sleeve was loose. A visual and functional assessment was performed which found that the unit failed the tool coupling check and the untrue running check (some vibration noted). During repair, it was observed that the lock sleeve' spring became dis-engaged. It was determined that the issue was consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the burr attachment device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the unit failed the tool coupling check and the untrue running check (some vibration noted). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.